Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin syringe. The customer reports the safety shield came off the top of the needle. The customer reports no one was injured. There were two lots on the cart; the customer is unsure which lot it came from. The needle was disposed of at the time of the event.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.